Event description:
Boston scientific was notified of the following event: the radiopque marker fell off while in the artery on the left side. Used another one. Pt's post procedure status has been described as 'good'.